Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the left tower door 2 intermittently failed at the operating room station. A field service engineer replaced the door 2 latch and cleaned the oxidized pins on the controller to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, tower 2, door 1 consistently failed and displayed a need for maintenance, which hindered users from accessing medications for a patient. The customer stated that there was no delay in patient care, as users were able to get their medications from another station. There were no adverse events or injuries reported based on this event.